Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures identified the explanted tibial component partially covered by patient's blood and tissue. Lot number can be confirmed from the pictures. No further assessments can be made based on the pictures provided. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available medical records identified significant pain and loosening at the posterior medial corner of the tibial component, with a bone scan revealing increased uptake and a distinct hot spot. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 medical devices: unknown tibial insert catalog#: ni lot#: ni. Unknown femoral catalog#: ni lot#: ni. G2 foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left total knee arthroplasty. Subsequently, the patient was revised due to loosening of the tibial tray. No additional patient consequences were reported.